Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damage to membrane switch, top and bottom enclosure. Functional testing found burn damage to distribution cable and heater. Replaced distribution cable and heater, device passed all functional testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that device was overheating. No patient injury was reported.